Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Event description:
Per additional information received,she was discharged to home in stable condition with instructions to give pelvic rest for two weeks. Follow-up within 4 weeks. Per pfs, the outcome attributed to the device ¿pain, urinary problem, bowel problems, bleeding, dyspareunia after mesh placement¿.